Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145934.

Event description:
It was reported that the patient's lead exhibited poor sensing. No intervention was performed. The patient's status was unknown.